Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. The pt had a history of hypertension, peripheral vascular disease, hyperlipidemia, chronic obstructive pulmonary disease, coronary artery disease, and acute renal insufficiency. No complications were reported during the implant procedure, and final angiogram demonstrated excellent positioning of the stent graft. It was reported that the pt suffered hypotension post stent graft implantation due to blood loss. The pt failed to respond to resuscitative measures and remained in cardiogenic shock due to ongoing myocardial injury. It was reported that 3 days later the pt was transferred to another hosp where they successfully underwent a five-vessel bypass procedure. Immediately postoperatively the pt had persistent cardiogenic shock and failed to respond to resuscitative efforts. It was reported that the pt was emergently taken to surgery where internal massage of the heart was performed and the pt was placed on a bypass machine. An intra-aortic balloon pump was later implanted above the aortic stent graft and the pt's hemodynamics markedly improved. It was reported that over the next twelve hours the pt was weaned off of the bypass machine and the balloon pump. The pt began to improve and after another day of observation it became apparent that the pt was suffering from progressive renal dysfunction and an embolic stroke to the cerebellum and the right hemisphere. It was reported that on the fifth postoperative day the pt had a sudden downturn in hemodynamics, partially due to the onset of atrial fibrillation. The pt failed to respond to treatment and continued to decline. It was reported that the pt expired 5 days later.